Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k3e 3.6mg plus blood collection tubes there were 7 samples with erroneous results- low platelet counts due to platelet clumping. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of the photo shows microscopic images of platelet clumping. The device history records could not be reviewed as the lot number is unknown. Clinical testing was unable to be performed. The affected lot(s) must be specified in order to perform clinical testing. This complaint has been confirmed for the indicated failure mode: erroneous results (platelet clumping). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k3e 3.6 mg plus blood collection tubes there were 7 samples with erroneous results- low platelet counts due to platelet clumping. No adverse impact was reported regarding the patient or user.